Manufacturer narrative:
An event regarding instability of a triathlon femoral component was reported. The event was not confirmed. Method & results:-device history review: all devices accepted into final stock conformed to specification.-complaint history review: there have been no similar previous reported events for this lot ID.conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.a CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
On (B)(6) 2015 patient underwent another revision. The operative diagnosis was "painful prosthesis and unstable knee". All components were revised except the patellar component.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon #7 ps allpoly 13mm; cat# 5535-a-713; lot# 231581. Triathlon femoral distal augment 15mm - size 6 right; cat# 5542-a-602; lot# iahx. Triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# m9t48d. Triathlon stem extender 25mm; cat# 5571-s-025; lot# mnhxhv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2015 patient underwent another revision. The operative diagnosis was "painful prosthesis and unstable knee". All components were revised except the patellar component.